Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), genital haemorrhage ("abnormal/heavy bleeding"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, migraine, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, migraine and procedural pain to be related to essure. The reporter commented: post-operative diagnosis confirmed an exposed essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: essure coil exposed at cornual region.") And abdominal pain ("severe abdominal pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since (B)(6)2015, nervous since (B)(6)2015 , reflux esophagitis since (B)(6)2015, vaginal pain since (B)(6)2015, urinary calculus since (B)(6)2015 , anxiety disorder since (B)(6)2015, condyloma acuminatum since (B)(6)2015 and fibromyalgia. Concomitant products included anaesthetics (anesthesia) and methadone since 2015. On (B)(6)2013, the patient had essure inserted. In may 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and headache ("migraines / headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2015, 2 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("abnormal/heavy bleeding") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, migraine, dyspareunia and headache outcome was unknown and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: post-operative diagnosis confirmed an exposed essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: confirnung occlusion of fallopian tubes concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea,dyspareunia, migraine most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs received: new reporters, patient demographic information, product indication updated, treatment medications, concomitant disease, new events perforation, vaginal haemorrhage, menorrhagia, headache, pelvic pain, added. Outcome for the events abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhea added as recovered / resolved. On (B)(6)2018 : mr received: patient ethnicity and concomitant disease added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.